Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: there were no alarms related to the complaint observed in the pump's black box. The force readings were observed to be normal. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue priming the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.